Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient indicated that they turned their device off yesterday and continued to feel shocking sensation today. The caller reported the patient was currently in the hospital for chest pain. The caller reported the shocking sensation was in their sacral area. The caller requested a manufacturer representative (rep)to confirm the ins was turned off. Mdt rep reports was having heart palpitations so the hospital called rep on (B)(6) 2024 to turn off the ins. Rep called today to report pt is still having heart palpitations and the ins is off. Additional information was received from the manufacturer representative (rep). The rep was asked to clarify if the shocking in sacral area was caused by the device/therapy, and the rep reported they do not think so, but noted they were not with the patient. The patient reported to them they believed they were having heart palpitations from the stimulator. Event date of shocking was unable to be obtained. The rep had been called via nas service and assisted patient/patient¿s daughter with turning stimulation off over the phone, confirmed to be saturday july 13th, and not seen in person. Confirmed stimulation off was seen. The rep reported the patient may have gone to their doctor and the doctor said they need reprogramming. The patient¿s daughter had called the rep as the doctor was not responding and the rep was the only contact source left, but patient¿s daughter noted they did not know what they expected the rep to do, as the rep had already turned the stimulation off. The rep noted they have attempted to contact dr. (B)(6) and are not getting a response, as well as the patient¿s daughter, who was not getting a response. The hospital contacted the rep requesting a referral to a neurosurgeon and referral for device removal, but rep noted they are not capable of providing this. The patient had gone to multiple hospitals throughout the week, possibly having been in-patient at one facility, intercommunity hospital. The rep reported last contact with the daughter in which they discussed how the rep is willing to assist, but any referrals for removal or additional medical assistance would be needed from the hcp, and not them. They have not been called since. Rep noted they did what they could by turning the device off as requested, but with the device being off the rep does not know what else they could do, but any further assistance is beyond her what she can offer: she is not a medical expert and referred patient back to hcp. Weight is unknown and not verified. Rep noted they can be reached for additional questions as needed.